Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call, of hospitalization due to high blood glucose and diabetic ketoacidosis with blood glucose of 402 mg/dl. Customer was sick and ran out of supplies for the insulin pump. The customer experienced symptoms such as nausea and ketones. The customer did not treat and just went to emergency room. The insulin pump will not be returned for analysis.